Manufacturer narrative:
Pharmacovigilance comment: the serious, expected event of infection at injection site and serious, unexpected event of crystal arthropathy were considered possibly related to the treatment. Serious criteria includes important medical event as the crystals will likely need medical or surgical intervention to prevent future joint damage. Potential etiologies include the very rare incidence of pseudogout induced by the treatment procedure or inflammation from the infection; however, this cannot be confirmed with the limited information available. Potential contributory factors include modification of a preexisting crystal disorder or modification of the knee environment, such as changes in ph or pyrophosphate concentrations, in a patient with increased risk for crystal arthropathy. It is unknown if the patient had a history of the disorder or if the reported infection was confirmed since crystal arthropathy might mimic septic arthritis. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Follow-up information will be requested. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2020 by a physician via a sales rep, which refers to a female patient (unknown age). No information about medical history, concomitant medication, history of allergies or previous similar treatments. On an unknown date, the patient received treatment with durolane to knee with 18g needle (unknown lot number, amount and injection technique). The reporting physician performed a biopsy of infection(implant site infection) site at the knee and determined that the durolane crystallized in the joint(crystal arthropathy). Treatment and patient status was reported as unknown. Outcome at the time of the report: infection was unknown. Durolane crystallized in the joint was unknown.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-jun-2020 by a physician via a sales rep, which refers to a female patient (unknown age). The patient's medical history included osteoarthritis in knee. No information about concomitant medication, history of allergies or previous similar treatments. In (B)(6) 2019, the patient received treatment with durolane to knee with 18g needle (unknown lot number, amount and injection technique) for osteoarthritis. In the initial report, it was stated that the reporting physician performed a biopsy of infection site at the knee and determined that the durolane crystallized in the joint. On 10-june-2020, follow-up information was received from the reporting physician. The physician reported an adverse event in a female patient that he injected with durolane for osteoarthritis in the knee in (B)(6) 2019. One month post-injection, she developed skin changes and/or discolorations commensurate with nicolau syndrome(embolia cutis medicamentosa). A subsequent skin biopsy showed hyaluronic acid (ha) particles in the microvasculature. The patient was successfully treated with hyaluronidase [hyaluronidase] in the dermatology department. All skin discolorations disappeared without further problems. Outcome at the time of the report: nicolau syndrome was recovered/resolved. Tracking list: v.0 initial, v.1 fu received on 29-jun-2020: reporter details were updated. Medical history, implant date and corrective treatment were added. The event of nicolau syndrome was added and the previously reported events of infection and crystal arthropathy were removed.

Manufacturer narrative:
Pharmacovigilance comment: the serious adverse event of nicolau syndrome (embolia cutis medicamentosa) was considered unexpected and possibly related to the treatment. Serious criteria includes required medical intervention in form of local hyaluronidase administration. Potential contributory factors may include injection technique. As also mentioned in the result of manufacturer's investigation, which did not identify a product issue, this adverse event has also been observed with other injectables, and its pathogenesis is unclear, possibly including a vasospasm, as a reaction to injection, or a direct occlusion/embolization of vessels by the injected product. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported.